Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2011. Additional suspect medical device components involved in the event: product family: scs- linear leads upn: (B)(4). Model: sc- 2138-50 serial: (B)(4). Batch: 108502/108690.

Event description:
It was reported that the patient was not liking paresthesia and therefore underwent an explant procedure of the entire system. The explanted ipg and percutaneous leads will not be returned.